Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor cannula was missing. The customer¿s blood glucose level was unknown. The customer reported that the sensor cannula was missing and it was not in the body. The insulin pump will not be returned for analysis.